Event description:
It was reported that during a hepatectomy procedure, the tissue pad was damaged. The tissue pad did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.